Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet was not displaying blood glucose readings due to a brief cgm disconnection, after which the dexcom g7 continuous glucose monitor (cgm) sensor reconnected and readings resumed; the user received troubleshooting and education, including instructions to monitor and check alerts. No adverse clinical symptoms reported. Outcomes included no alerts or alarms, no impact to blood glucose, and no need for medical care. User support included remote review and user interview performed by customer support. Investigation of this case revealed a transient loss of cgm signal with subsequent automatic reconnection, indicating normal device recovery without hardware or software malfunction. It was concluded, based on previously established findings for similar reports, that the cause was external communication interruption between the cgm and ilet that resolved with standard troubleshooting.